Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited air in line. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Functional testing duplicated the reported issue., it was found that the air in line sensor was not functioning. The defective air detector was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Information was received indicating that there was no patient involvement in this event, the event occurred during testing.